Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device's cassette was detached. There was unknown patient involvement and unknown harm/adverse event was reported.

Manufacturer narrative:
H3: one device was returned for repair. This device has not been in for servicing in the last 12months. Visual inspection found a dented air detector and excessive adhesive on the upstream occlusion (uso) seal. On functional testing, customer reported problem was duplicated. When powered up, the device alarms with "cassette not attached properly. Reattached cassette". In manufacturing mode, a calibration test was performed, both downstream and upstream sensors failed the calibration test. For further investigation the downstream occlusion (dso) seal was peeled to look at the sensor and found there to be scratches on the dso sensor as well as finding excessive adhesive use on the uso sensor. The most probable cause is a scratched dso sensor and excessive use of adhesive on the uso sensor. Replaced both downstream and upstream sensors to correct the issue. Device passed all functional tests after the repair.